Event description:
It was reported on (B)(4) 2012, that the pt was implanted in (B)(6) 2012. Around (B)(6), the pt returned to the clinic, as the implant had broken through the skin. The pt was treated with antibiotics. The surgeon revised the implant wound on (B)(6). The pt has had difficulty with infection, with a significant amount of swelling and pain when any testing is carried out. Since the revision surgery, the pt no longer has any access to sound.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.